Event description:
Upon interrogation of the ICD on (B)(6) 2010, a warning message was displayed indicating "invalid calibration constants". The physician terminated the session without any reprogramming, and reinterrogated the ICD with a second programmer. The same message was received. No data was available in holter memories (aida) or statistics. Reportedly, apart from the warning message normal operation of the ICD was observed.

Manufacturer narrative:
(B)(4) - this event concerns a device that was MFR and used outside the united states. Analysis is pending.